Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was conducted in accordance with established service and test procedures. As part of the investigation, the device log file was reviewed. The log data indicated that the majority of recorded nitric oxide concentration readings during the reported timeframe were within the device's allowable delivery accuracy specification (±20% of the target dose). Based on the device evaluation and review of the available information, the event was attributed to an intermittent malfunction of the nitric oxide (no) sensor. The device was repaired by replacing the no sensor. Following repair, the device underwent post-repair functional testing and was confirmed to meet all manufacturer specifications prior to release. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, dose fluctuations were observed. According to the hospital report, the monitored dose fluctuated from approximately 2-8 ppm around a target dose of 5 ppm. The hospital staff communicated that the device was exchanged with a back-up unit to resolve the issue. No patient harm or lasting adverse effects were reported. Ventilator mode and settings: servo-u.